Manufacturer narrative:
Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Event date: unk.

Event description:
The pt reported he has developed a persistent rash under the mass. The pt sought medical treatment and was provided with an antifungal powder; however, the rash has persisted. No add'l info was provided.